Event description:
Information was received from a patient who was receiving unknown morphine and an unknown drug via an implantable pump for spinal pain indications. It was reported that the patient stated "I have a lot of health issues and I think the pump is causing these issues". They further explained, "I had a kidney stone the size of a quarter and a size of a dime, but they won't do lithotripsy to remove them because of the pump". They did not want a procedure to remove them. They stated that doctors told them the "pump should be covering the kidney pain, but it's not". When agent clarified dates of the kidney stones, the patient stated, "the newest one is now, but the last ones were 6-7 years ago". They noted a history of uti's as well. Their doctor is in new jersey but was meeting with a new doctor in south carolina where they recently moved. The patient was redirected to their healthcare provider (hcp) for medical questions. When agent asked for drug information, they confirmed morphine and "something else that just numbs you up but I forgot the name". They explained "morphine just slows everything down and has affected my weight". They mentioned they currently have a spinal cord stimulator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.